Manufacturer narrative:
Investigation summary bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and poor barrier separation was observed. Additionally, 100 retention samples from each lot from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing and poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing and poor barrier separation was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes gel smearing and poor barrier separation was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4297773. D4. Medical device expiration date: 30-apr-2026. H4. Device manufacture date: 23-oct-2024. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4241806. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 28-aug-2024. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4241803. D4. Medical device expiration date: 28-feb-2026. H4. Device manufacture date: 28-aug-2024. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4198902. D4. Medical device expiration date: 31-jan-2026. H4. Device manufacture date: 16-jul-2024. Unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.